Event description:
A report was rec'd from a peritoneal dialysis pt. The pt has reported that when he was set up for the dialysis treatment, he stated everything looked fine and that all was set up per procedure. Then, while dialyzing at night, the dialysis solution leaked out of the tubing while he was hooked up. There was no report of ill effect from this event. However, his rn did administer one prophylactic dose of vancomycin intraperitoneally. Also, no culture was obtained for this event. There is no further ill effect or medical intervention occurring at this time from this event. This pt is able to continue peritoneal dialysis as prescribed. The pt has save the sample of eval.